Manufacturer narrative:
Unit passed rewind, seating, basic occlusion test, occlusion test and force sensor test. Unit passed dat test at 0.0871 inches. No under/over delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 28.725 units of normal bolus was delivered on 09/10/2025. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case (minor). Pump passed functional testing and no under/over delivery anomalies noted during testing. Possible under and over delivery anomaly were not confirmed. Unable to confirm low or high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia. The customer also reported issues with the bolus wizard, where the insulin pump subtracted insulin in the bolus calculation, causing hyperglycemia. The customer corrected this with a pen, which resulted in hypoglycemia. The customer was treated for high and low blood glucose by manually adjusting bolus amounts. The event involved product mmt-1886. Troubleshooting was performed, and it was identified that the calculated bolus was incorrect, with a discrepancy of 4 units delivered instead of the expected 7.4 units. The bolus wizard settings were reviewed, and the customer was advised to consult the healthcare team to adjust parameters such as carbohydrate ratio, insulin sensitivity, and target blood glucose values. The customer was instructed to manually enter bolus amounts until the replacement pump had arrived. No patient complications were reported. No product return is required for mmt-1886.